Manufacturer narrative:
The device history record was evaluated and indicates product met all manufacturing specifications finding no rejections by the quality auditors. The device was not returned to kimberly-clark for analysis. The directions for use "caution: make sure the tube is secure. Do not apply excessive tension. There should be no compression of the gastric mucosa or the skin." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, " migration of the bumper into the peritoneum, surgical act was needed to remove the mic peg tube." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).